Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and a blood transfer device (btd) can be seen inside a bag with a detached sleeve within the holder. However, the photos are not conclusive of how the device failed. It is highly probable that a terumo vacutainer tube was used. The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralized small hard septum surrounded by a stiff thin foil closure. This stopper design in some rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts black over the np needle allowing the phlebotomist the opportunity to transfer another tube safely for collection. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder pre-attached multi samp luer adapt, the device experienced the sleeve falling off. The following information was provided by the initial reporter. The customer stated: during blood transfer, the rubber sleeve fell off.